Event description:
A customer called beckman coulter regarding a discrepant urine test results. A patient was tested at the doctor's office with the icon 25 hcg test kit and the result was negative (-). An ultrasound was conducted and the patient was determined to be 9 weeks pregnant. There has been no change to patient treatment that can be attributed to this event.